Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08913. It was reported that stent thrombosis occurred. In (B)(6) 2015, two synergy drug eluting stents were implanted in the posterior lateral artery and right coronary artery (rca). The procedure was completed and the patient was fine. Three days later, the patient presented with a stent thrombosis in the posterior lateral artery. A guide wire and balloon were advanced through the previously implanted stent but failed to cross, thus, physician was unable to open up the lesion with a balloon and stent. The physician noted there could be have been a dissection that was missed, and do not think the patient was on dual platelets. No further patient complications were reported.